Event description:
On 07/24/2025, it was reported by a sales representative via (B)(4) that an ar-9165cdg baseplate impactor tip broke. This was discovered after the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically the application of excessive force during use, which may result in suture breakage. The complaint allegation was not confirmed. No evidence of that failure was received.